Manufacturer narrative:
Device is a combination product. G4 bsc aware date corrected from 02/20/2020 to 02/12/2020.

Event description:
Promus premier china registry. It was reported that myocardial infarction occurred. In november 2018, the index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) extending up distal rca with 90% stenosis and was 70 mm long, with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of 2.25 mmx16 mm, 2.50 mm x 38 mm and 3.00 mm x 32 mm study stents. Post dilation was performed and residual stenosis was 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject presented with symptoms of mycordial infarction and was hospitalized on the same day. Four days after, the event was considered resolved and the subject was discharged on the same day. It was further reported the myocardial infarction was on the opposite side of the heart (anterior) from the implanted stents which covered the inferior distribution. Therefore, the event was not related to the study device. The patient has a prior medical history of mi which is a comorbid, aggravating, condition.

Manufacturer narrative:
Device is a combination product.

Event description:
Promus premier china registry. It was reported that myocardial infarction occurred. In (B)(6) 2018, the index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) extending up distal rca with 90% stenosis and was 70 mm long, with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of 2.25 mmx16 mm, 2.50 mm x 38 mm and 3.00 mm x 32 mm study stents. Post dilation was performed and residual stenosis was 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject presented with symptoms of mycordial infarction and was hospitalized on the same day. Four days after, the event was considered resolved and the subject was discharged on the same day. It was further reported the myocardial infarction was on the opposite side of the heart (anterior) from the implanted stents which covered the inferior distribution. Therefore, the event was not related to the study device. The patient has a prior medical history of mi which is a comorbid, aggravating, condition.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that myocardial infarction occurred. In (B)(6) 2018, the index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) extending up distal rca with 90% stenosis and was 70 mm long, with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of 2.25 mmx16 mm, 2.50 mm x 38 mm and 3.00 mm x 32 mm study stents. Post dilation was performed and residual stenosis was 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject presented with symptoms of mycordial infarction and was hospitalized on the same day. Four days after, the event was considered resolved and the subject was discharged on the same day.